Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the bd needle precision glide 30x1/2in needle pulled out of the hub. The following information was provided by the initial reporter translated from portuguese to english: when the doctor went to apply ozone to the patient, the yellow part of the probe came off, leaving only the probe in the patient's skin. Description of material: hypodermic probe - 13 ml (yellow) - precision glide needle 0, 30x13. Catalog: 990193. Lot/serial number: (B)(6). Date of occurrence: on (B)(6) 2024. What deviation was found with the material? When the doctor went to apply ozone to the patient, the yellow part of the probe came off, leaving only the probe in the patient's skin. What part/component/part of the product is involved in the complaint? Yellow part. Purpose of use: in which procedure was the material being or would it be used? Application of ozone therapy. Drug/substance involved in the incident ozone. Quantity of material with deviation (B)(4) material so far. Is the sample with the deviation available for analysis? Yes. Quantity of sample with deviation available for analysis. (B)(4). Is the sample contaminated (body fluids or medication/solutions)? No. If a sample is available, is the collection address the same as the one given at the beginning? Same address. Can the client send photo samples of the material for analysis? Yes. Does the customer request replacement of material with deviations? Yes. In which situation was the deviation identified? During use on the patient/contact with the patient. Was there any damage to the health of the patient or the professional who handled the material? No. Was medical intervention necessary? No. Was surgical intervention necessary? No. Was there a need for impatient or prolonged hospitalization? No. Was there exposure to chemical/biological agents (regardless of the use of ppe)? No. Was there an accidental puncture with the probe? No. Did the event lead to death? No. Was anvisa notified? Inform number. No. Was there a second material and/or incident notified? No. Additional comments: first probe in the box that the clinic opened.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.